Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe), deep vein thrombosis (dvt) and obesity. The patient presented with a massive pe with a recommendation to implant the filter to prevent further embolization. The filter was implanted via the right femoral vein. The patient was reported to have tolerated the procedure well. At some point after the filter implantation, the patient became aware that the filter tilted, migrated and fractured, and was associated with perforation that was abutting an organ. The patient further reported having experienced mental anguish, anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, migration, tilt, perforation and perforation abutting an organ. Information received per the medical records indicate that the patient has a history of a massive pulmonary embolism, deep vein thrombosis and obesity. The filter was deployed via the patient's right femoral vein. A venocavogram showed that the vena cava was free from clots, there was confluence of the two iliac veins and the renal veins were cephalad from the location of the placement of the filter. The patient tolerated the procedure and was in satisfactory condition after the procedure.   Information received per the patient profile form (ppf) states that the patient experienced fracture within the inferior vena cava (ivc), migration of entire filter other than to heart, tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ. The patient continues to experience worry and anxiety. The patient became aware of the reported events approximately six years and four months after the index procedure.